Event description:
Issues with the manifold and syringe connection.

Manufacturer narrative:
It was reported that there were "issues with the manifold and syringe connection". No additional information was provided despite attempts to obtain. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Manufacturer narrative:
Update: d3.